Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump ha pump error alarm. The customer¿s blood glucose level was 144 mg/dl. The customer reports that they were not able clear the alarms. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify a broken force sensor was detected during seating or regular delivery alarm due to motor error alarms.